Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd venflon¿ pro safety peripheral safety IV catheter while introducing the catheter into the vein. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from italian: "sfdc: the needle punched the soft spindle laterally and has not returned possible venous cannulation incident occurred during use. The negative consequences for the patients, on the two occasions I was told by the nurses, were limiting to a second venipuncture of a vessel to place other venous access since the first one was not properly placeable the form: the needle punctured the soft style on the side and did not make venous cannulation possible. Consequence: no consequence. The events took place 1 in ps fivizzano and the other at pet aulla on a territorial intervention, it is not possible to have a date because it was later reported to me by the nurse"

Event description:
It was reported that the needle pierced through the bd venflon¿ pro safety peripheral safety IV catheter while introducing the catheter into the vein. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from italian: "sfdc: the needle punched the soft spindle laterally and has not returned possible venous cannulation. Incident occurred during use. The negative consequences for the patients, on the two occasions I was told by the nurses, were limiting to a second venipuncture of a vessel to place other venous access since the first one was not properly placeable. The form: the needle punctured the soft style on the side and did not make venous cannulation possible. Consequence: no consequence. The events took place 1 in ps fivizzano and the other at pet aulla on a territorial intervention, it is not possible to have a date because it was later reported to me by the nurse."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of aspirate / draw (cannot / difficult) was confirmed upon inspection of the sample photo. Analysis of the sample photo showed that the needle had pierced through the catheter and blood was in the catheter tip. The blood on the catheter tip indicates that there was successful penetration during use. If the needle had pierced the catheter prior to use, product insertion would have not been possible. Bd determined that a possible root cause of the failure was use error. During use the user could have partially withdrawn the needle from the catheter and reinserted the needle into the catheter. Doing so is likely to result in the needle piercing the catheter since the elastic nature of the catheter material will fling the needle into and possibly through the catheter wall. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. However, since the physical sample was not returned, and we cannot confirm how the product was used, we cannot definitively confirm this root cause. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.